Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate anti-tachycardia pacing (atp) and a lot of inappropriate electric shocks due to supraventricular tachycardia (svt). It was noted that the therapy was exhausted and reprogramming efforts were performed. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Impact codes already updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate anti-tachycardia pacing (atp) and a lot of inappropriate electric shocks due to supraventricular tachycardia (svt). It was noted that the therapy was exhausted and reprogramming efforts were performed. Currently, this product remains in service and no additional adverse patient effects were reported.